Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was taking longer to deliver its medication than expected. The device was filled with 178ml of sodium chloride and 37ml of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.